Manufacturer narrative:
Code b20 -the device was discarded at the treatment facility and was therefore not available for engineering evaluation by gore. Code c20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: understanding the risks of abdominal aortic endograft explantation with early outcomes from two decades of experience: andrew huang, md, craig brown, md, shipra arya, md, katherine gallagher, md, and jonathan eliason, md. Methods summary: retrospective, single-center review of 142 late (>30 days) evar explants over 22 years. Data included pre-operative characteristics, intra-operative findings, post-operative outcomes, and nsqip-predicted risk. Pre-operative data summary patient population: total explants: 142 (100 endoleak, 42 infection). Time to explant after initial implant is 81.1-month average for 100 endoleak and 46.5-month average for 42 infection explants; gore excluder represented 49 cases (32 endoleak, 17 infection). Aneurysm size: 7.7 cm (endoleak) vs 5.8 cm (infection). Infection cases more often urgent/emergent. Endoleaks included types I, ii, iii, and v (type ia most common); some cases involved multiple sources. It was noted that infection required complete explantation; endoleak more commonly allowed partial removal. Infection associated with greater blood loss (~6.8 l vs ~4.6 l) and higher transfusion needs (11 vs 3.7 units). Most reconstructions used rifampin-soaked dacron; infection cases more often required extra anatomic or complex reconstruction. Post-operative summary: length of stay ICU: 11 days (infection) vs 6 days (endoleak) with hospital: 20.5 days (infection) vs 13.2 days (endoleak). Complications. Reported complications: reoperation (various causes), pneumonia, bowel ischemia, dvt/pe, myocardial infarction, surgical site infection/wound breakdown, ventral hernia, acute kidney injury (including crrt). Some patients required further treatments: chronic suppressive antibiotics: 70% (infection) vs 4.1% (endoleak), reoperations within 30 days: 28.6% (infection) vs 14% (endoleak), home discharge less common after infection (38.1% vs 69%), in hospital mortality higher in infection cases, outcomes & results summary: the overall 30-day mortality was 10.6%; 7% (endoleak) vs 19% (infection), most deaths occurred within 45 days. Long-term survival: 1 year: 87% (endoleak) vs 64% (infection) and 2 years: 85% (endoleak) vs 61.9% (infection). Culture findings (infection cases) 69% had positive cultures; common organisms included staphylococcus, enterococcus, candida, and mixed flora, nearly half were polymicrobial. The data in this literature article describe clinical outcomes associated with open evar explantation for endoleak and infection from january 2002 to january 2024. Gore excluder devices accounted for 49 of the 142 explants in this cohort; however, outcomes were reported in aggregate, and no manufacturer specific differences or device attributed complications were identified. The findings reflect the general risks of late evar explantation. Code 1003-e: -none used to capture infections of unspecified origin in gore excluder devices (n=17). Code 2100-e: -leakage events endoleak - other/unknown used to capture endoleaks of unspecified type attributed to gore excluder devices (n=32).